Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that during a da vinci si prostatectomy procedure, one of the jaws of the small clip applier instrument broke off and fell into the patient. The broken piece was not retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.